Event description:
A malfunction alarm was reported, identified by a specific code, prior to which no notable events occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided assistance by guiding the customer through the pump reset process, after which the issue did not recur, allowing the continued use of the pump. The customer was advised to call back if the malfunction code recurs.